Event description:
It was reported that the atrial lead had high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The conductor fracture did contribute to the electrical complaints.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5092, implantable pacing lead, (B)(6) 2010. (B)(4).